Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. There was no moisture damage inside the pump.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 297 mg/dl at the time of incident. The customer stated that the pump alarmed button error and the buttons were unresponsive. The customer stated that he was camping and the pump was around moist cloth. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.